Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from november 06, 2019 - november 07, 2019. H10: the device was received for evaluation. Unaided visual inspection was performed, which observed, a loose dark particulate matter on the outside of the fill port connector threaded area. Additional magnified inspection verified, the loose dark hair/thread found only on the affected area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign particulate matter (pm) was observed in the fill port of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The foreign material was further described as a "thread". The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.